Event description:
After subintimal recanalisation, the needle of the outback catheter could not be retracted back into catheter. The catheter was removed from the pt with the needle still slightly deployed. The needle appeared to have become deformed during the procedure. There was not report of pt injury. Add'l info has been requested, but has not yet been forthcoming. The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.